Manufacturer narrative:
Preventive maintenance was performed on the analyzer, including exchange of the measuring cell, gear pump, and syringe seal. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the e801 analyzer is (B)(6). Calibration and controls were acceptable. Isolated non-reproducible results do not represent a general malfunction of the assay. A review of the alarm trace data showed no relevant alarms. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ca 19-9 and cobas e 801 analytical unit. No questionable results were reported outside of the laboratory. The sample initially resulted in a ca 19-9 value of 53.8 u/ml. The patient's previous value was around 25 u/ml, so the customer decided to repeat the sample. The sample was repeated four times, resulting in values of 28.1 u/ml, 28.5 u/ml, 27.8 u/ml, and 28.3 u/ml.